Manufacturer narrative:
(B)(4). Investigation summary: a complaint of kinked tubing was received from the customer. No product will be returned, but a photo was provided. In the photo the tubing is seen to be kinked between the y-site and the stopcock; the customers complaint was verified. A device history record review for model#: 2423-0007; lot number: 20086871 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17aug2020. There were two quality notifications issued for separation of tubing and for a failed static retention test. Due to no sample being sent a definitive root cause could not be determined, but a possible root cause for this failure is error in the coiling, and pouching process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: in the photo the tubing (p/n: 620-00065) is seen to be kinked between the y-site (p/n:12274436), and the stopcock (p/n:630-01363); the customers complaint was verified. Due to no sample being sent a definitive root cause could not be determined, but a possible root cause for this failure is error in the coiling, and pouching process.

Event description:
It was reported that the gem 10dp ckv 4ss 2g 4way stck dehp free experienced kinked tubing. The following information was provided by the initial reporter: material #: 2423-0007; batch/ lot #: 20086871. This morning I couldn¿t inject with through our new IV.